Event description:
It was reported that an asymptomatic patient who had been lost to follow up present in hospital with high pacing lead impedance and increased capture threshold. The device was reprogrammed. At a subsequent follow up, externalized conductors was observed under x-ray. The patient is doing fine and will be monitored.